Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report that the trial patient experienced a possible staph infection on (B)(6) 2015. The sensor was inserted at the abdomen. Reaction was located at the lower, right quadrant of the abdomen. The reaction was discovered on approximately (B)(6) 2015. On (B)(6) 2015, the patient went into the clinic to have a doctor inspect the reaction. At the medical inspection, it was noted that the affected area did appear to be healing though it had been over a week since the possible infection was noted. No additional event or patient information was provided.